Event description:
It was reported that the patient stated they had driveline drainage that started on (B)(6) 2020. The patient denied any trauma or tugging of the driveline site. The patient was then admitted on (B)(6) 2020 with right sided weakness and confusion. A head computerized tomography (CT) scan was performed and was negative for stroke. The patient had driveline cultures and blood cultures on (B)(6) 2020 positive for methicillin-susceptible staphylococcus aureus (mssa). A chest CT performed (B)(6) 2020 showed fluid around the pump. It was reported the patient had encephalopathy believed to be associated with the overall infectious process. The patient was taken back to the operating room (or) on (B)(6) 2020 for wound debridement of the driveline and subxiphoid incision and drainage with wound vac placed. The patient was started on cefazolin with plans to continue for 6 weeks (end date (B)(6) 2020) then transition to chronic oral kelfex for life. The patient's international normalized ratio (inr) goal was decreased to 1.5-2.0 due to neurological concerns and aspirin was stopped. It was reported the patient was afebrile and healing well.

Manufacturer narrative:
Section b5: updated event description. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline drainage on (B)(6) 2020. The patient denied any trauma or tugging of the driveline site. No culture was obtained. The patient denied any fevers, sweats or chills. The patient was started on prophylactic cipro. The patient called the clinic back on (B)(6) 2020 reporting an improvement in his driveline drainage and redness around the site.